Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. Noise was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.